Event description:
This letter is to inform you that on (B)(6) 2023, ge healthcare became aware of a patient death which involved another manufacturer's product (ge record# (B)(4)). A smiths medical 200d transport ventilator was identified as having been involved with a patient death on (B)(6) 2023. Smiths medical has also been notified of the event. Incident details: based on the available information received from the hospital's risk manager, the reason for the incident is not due to ge equipment but involved the smiths medical transport ventilator. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).